Manufacturer narrative:
H3 - device evaluation: lens was returned with moisture, in a micro-centrifuge vial. Visual inspection found the optic torn, debris on lens and a torn haptic. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -13.0/2.0/096 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged for a shorter length lens due to excessive vault. This exchange resolved the problem.